Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a tactile and visual examination found the unit with no defects on the balloon sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The examination noted slight tip damage, various kinks starting at 16mm distal to the manifold and distal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 38mm promus element long stent was advanced but was not able to cross the target lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.